Event description:
It was reported that patient had high impedances and experienced ineffective therapy, patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires broken.